Event description:
The customer reported that following insertion of the needle, a leak occurred from the tail of the needle grip where the tubing was attached. Since it was a small amount, the ablation was completed with same needle. Non sterile water was in use.

Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed the report. The cause was due to an insufficient amount of adhesive being applied during manufacturing. The cool-tip electrodes have been redesigned. The incident electrode was manufactured prior to the release of the new design.